Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported bvvi was confirmed in the lab and was due to a power-on reset. The cause of the power-on reset was low battery voltage. The device was tested using automated test equipment and no anomalies were observed. The cause of the battery depletion was determined to be normal device function.

Event description:
It was reported that during a f/u, the device was found in vvi mode with defibrillator off. The device was explanted and replaced.